Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The complaint states: ¿last (B)(6) 2017, a primary knee prosthesis was placed, which was rejected by doctors because of its allergy to nickel and palladium. So, in the month of (B)(6) 2017, the prosthesis is removed by placing a spacer with antibiotic for a month, and then proceed to implant a replacement knee prosthesis antiallergic. During a year put this prosthesis, it has inflammation and a lot of pain. After many tests the specialists do not know the reason. So please, analyze the manufacturing lots of the materials used in the operation¿ the manufacturing of depuy cmw cements does not include nickel containing products and none of the raw materials used contain nickel. A max. Specification limit of 10 mg/kg for heavy metals is allowed for both barium sulphate hr10 and hn grades (0145352 and 0145085). We can therefore deduce that the likelihood of any nickel in the product is low and therefore the risk of nickel allergy is low. Dva-107020-fde rev 6 was reviewed for potential allergic reaction as a patient consequence. This is included as a hazard on lines 1, 23, 34 and 50 . The ingredients included as possible causes of reaction are gentamicin sulphate, benzoyl peroxide (bpo), methyl methacrylate (mma), or n,n-dimethyl-p-toluidine (dmpt). In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. The IFU contains a warning statement regarding the use bone cements in patients with hypersensitivity to any of the bone cement components. References: IFU-0630004 rev.a (international product codes for cmw 1 gentamicin, cmw 2 gentamicin, cmw 3 gentamicin, smartset gmv endurance gentamicin, smartset ghv gentamicin). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot =evice history reviewed 11 feb 19. 1 unrelated non conformance on this lot number. Final micro and sterility tests passed. Device history batch = null. Device history review =null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a year put this prosthesis, it has inflammation and a lot of pain.